Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 400 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will be returning for analysis. Customer also reported no delivery alarm. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).